Event description:
It was reported that during a procedure to treat atrial fibrillation, the patient experienced rapid decrease in oxygen saturation. After ablating in the left superior pulmonary vein (lspv), the farawave pulsed field ablation catheter was positioned into the left inferior pulmonary vein (lipv) when the low oxygen saturation occurred. The physician took the patient off of propofol and the saturation came back. It was at the physicians discretion to abort the procedure and transfer the patient to the intensive care unit as a precaution. It was noted that the patient has a history of sleep apnea, and the patient is overweight at 177kg. Additionally, the patient had fully recovered. The catheter is not expected to return for analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.